Event description:
A malfunction was reported on a pump without any preceding notable events. There was no reported adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears, which was acknowledged and understood by the caller.